Manufacturer narrative:
The customer has opted to not return the unit in for evaluation. The customer has also isolated the reported problem to the speaker. If new or significant info is made available, a supplemental report will be submitted.

Event description:
The company received a report that the unit did not provide an audio tone. There was not pt harm reported.